Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for critical pump error and replace battery now. The customer's blood glucose level was reported to be unknown. It was reported that the pump was damaged. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly also, received with moisture damage on motor, vibrator motor and battery tube. Unable to performed displacement, rewind, seating and basic occlusion or verify critical pump error open book, lost sensor alarm and replace battery now due to blank display. The insulin pump had cracked keypad overlay at the select button, scratched case, fading serial number label and keypad overlay texture damage.